Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The device has not been received for investigation as the patient has not been revised. The manufacturer received x-rays and other source documents for review, which is part of the ongoing investigation process. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: this is a split case with zimmer inc., this products are reported in (B)(4). Device still implanted.

Event description:
It is reported, that a patient was implanted with a biolox&#59396;delta, ceramic femoral head, m, 36/0, taper 12/14 on (B)(6) 2015 and is experiencing groin pain with vigorous activity. Revision surgery is not yet performed or planned.

Manufacturer narrative:
Additional: if follow-up, what type? Updates: model #/lot #, date received by MFR, type of reports, evaluation codes, additional MFR narrative. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. It is reported that the patient with vigorous activity has groin pain of the right thr which was implanted on (B)(6) 2015. X-rays dated (B)(6) 2015 and (B)(6) 2016 were received for the review. Implants seem without any abnormalities. Six (6) week post-op doctor visit dated (B)(6) 2015 indicates that the x-rays ap pelvis and lateral of the right hip show implant position to be unchanged. Physical examination shows he has 130 degrees of hip flexion. No flexion contracture. He can abduct. Patient has right knee pain. Doctor visit dated (B)(6) 2016 indicates that the x-rays ap both hips and the lateral right hip show streaming bone into the femoral component. There was subsidence very mild. Physical examination shows he has very good free range of motion of his hip. No localized joint swelling and no localized joint stiffness. Doctor visit dated (B)(6) 2016 indicates that x-rays ap pelvis and lateral of the right hip show no movement of the prosthesis or wear of the polyethylene. Patient has groin pain. Physical examination shows that he walks without a limp and he can squat and rise. He has 60 degrees of external rotation 40 of internal rotation. He can adduct to 35 degrees. Stretching in flexion contracture does reproduce groin pain. Patient is recommended to bring his bmi to 25. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. The review of the DHR indicates that the ceramic head met all requirements to perform as intended. The information available at the hand does not hint to any possible root cause for the observed pain. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).